Event description:
It was reported that during a discectomy procedure, the lower jaw of the pituitary broke off. The broken piece was able to be removed and the fusion surgery went on with no other issues. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.